Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was accidently dropped into water. The customer removed the battery and will try dry the device. The customer will check the device later and recall if nay alarm or anomaly will be noticed. The customer reported via phone that the insulin pump had button error during normal use. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was noted on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator or battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a cracked belt clip slot.